Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient presented with following pre-op diagnosis: degenerative disk disease with lower extremity radiculopathy, l5-s1, including stability. Patient underwent following procedures: pedicle screw instrumentation, l5 bilateral. Pedicle screw instrumentation, s1 bilateral. Decompression at l5-s1 including foraminotomies bilaterally. Posterolateral fusion using structural arthrodesis, l5-s1. As per the op-notes: ¿¿once this was completed, hemostasis was achieved using fibrin silk gelfoam and bone which had been previously harvested during the decompression was morselized. It was combined with a compression resistant matrix and a rhbmp -2 sponge. This was set aside. The wilson frame was fit into lowered position. 30 mm rods were placed into the screw heads, capsule placed and broken off. Once the rods were in place, compression resistant matrix, more previously morselized bone, and the rhbmp-2 sponge were placed in the lateral gutters covering the transverse process of l5 to the sacral ala. This was done bilaterally. The wound was irrigated and the lumbosacral fascia was reapproximated using 0 vicryl in an interrupted fashion.¿ patient tolerated the procedure well.